Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via visual inspection. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection because the port 1 connector was loose from the controller housing since the o ring gasket was displaced; however, the lock-nut was tight. Internal visual inspection revealed there was a substance within the controller; this substance is typically associated with the manufacturing process and not related to the loose connector. The confirmed malfunction is related to the reported event. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process; however, an internal investigation has been opened by the supplier to evaluate the controller loose controller and implement corrective actions as required. A notification was sent to hospitals under fsca apr2016 was initiated on may 5th, 2016 to inform clinicians about this issue and to recommend that the connectors on patients' controllers be inspected on a periodic basis to check for the presence of this condition. Users are further instructed to exchange any controllers that are identified with loose connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." If both power sources are disconnected from the controller, a loud, continuous alarm will sound and there will be no message on the controller display. The pump is not pumping and power sources should be connected immediately. If this action does not resolve the alarm condition replace the controller." This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the medical personnel that the power port 1 is loose. The connection between controller housing and power port is coming apart. Controller was exchanged. No consequences to the patient. Investigation is ongoing.